Manufacturer narrative:
This event occurred in (B)(6). The customer had no further discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for sodium (na), potassium (k) and chloride (cl) on a cobas 6000 c (501) module. Patient 1 initial na result was 162 mmol/l. The repeat was 135 mmol/l. Patient 1 initial cl result was 76.9 mmol/l. The repeat was 96.8 mmol/l. Patient 1 initial k result was 6.02 mmol/l. The repeat was 4.93 mmol/l. Patient 2 initial na result was 181 mmol/l. The repeat was 139 mmol/l. Patient 2 initial cl result was 72.5 mmol/l. The repeat was 101 mmol/l. Patient 3 initial na result was 166 mmol/l. The repeat was 141 mmol/l. It is not known if the questionable results were reported outside of the laboratory. The na cartridge lot number was t1687. The expiration date was not provided. The cl cartridge lot number was j6314. The expiration date was not provided. The k cartridge lot number was c1448. The expiration date was not provided.